Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the catheter implantation after puncture, the temperature was too high to continue the ablation.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The investigation found the sample did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypo tube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported d event to be user error. The customer is advised to use sterile saline for cooling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the catheter implantation after puncture, the temperature was too high to continue the ablation. There was no injury caused to the patient.